Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknown. It was reported that during a follow-up a type iii endoleak was noted coming from between the bifurcated stent graft an aortic cuff stent graft. The type iii endoleak was attributed to insufficient overlap between the two stent grafts. The decision was made to bridge the gap with a 28x28x82 endurant cuff which was attempted to be inserted percutaneously; however, during these attempts the endurant delivery system was unable to pass through the tissue track and the delivery system distal to the tapered tip kinked. It is unknown what caused the inability to insert the delivery system. Another endurant 28x28x70 was able to be inserted and deployed without complication. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); incorrect technique/procedure (insufficient device overlap). Conclusion: known inherent risk of procedure (endoleak); use error caused or contributed to the event (insufficient device overlap).